Manufacturer narrative:
The device is available for evaluation, however has not been received. Initial reporter phone number: (B)(6).

Event description:
The event involved a plum 360 where it was reported that the pump stopped while attached to a patient without alarming. The event occurred during an infusion of carboplatin, which the customer states that the volume on the pump was turned up, however did not make any noise and was flashing ¿stopped.¿ it was reported that there were no error codes displayed and no event was logged in the device history. The tubing was checked for occlusions and bends. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Device received for evaluation on 11/22/2022. No piezo alarm related alarms found in history. Device history reviewed (B)(6) 2022 to (B)(6) 2022. It was noted in the `as-found condition: device has a damaged fluid shield. The device passed all performance verification testing (pvt) testing and alarm sounded correctly at all expected times including end of delivery accuracy testing. The device was opened and inspected but no issues identified. The complaint was not confirmed. Probable cause: not alarming and 1hour later remained flashing to say stopped and not making any noise and sound is turned up ¿ not confirmed as no piezo alarm related alarms in history and not replicated during testing. No probable cause determined.